Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check therapy electrode and adjust belt messages) have been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the front therapy electrode and ECG "a". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a german patient was receiving frequent check therapy electrode and adjust belt messages.